Manufacturer narrative:
The pump passed the displacement test and self test. The pump responded properly to the button presses. No stuck key alarm, stuck button alarm, button error alarm, keypad unresponsive, numbers ramping or scrolling screens noted during testing. No damage noted on the keypad traces. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, missing serial number label and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus. Please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date 11-jan-2024 in the pump history file. (B)(6) 2024 16:56:24.000 alarmalertnotification faultnumber = bolus not delivered alert (100). The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. No bolus not delivered alert noted during testing. Bolus not delivered alert not confirmed. Keypad/button unresponsive/button error not confirmed. Cosmetic damage was confirmed at the back of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported response time of the buttons was delayed and small crack on the pump was observed. Troubleshooting was not performed . No harm requiring medical intervention was reported. The continuation of the product was not recorded. The product will not be returned for analysis.